Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the device was communicating with the server seamlessly, and it was actively uploading and downloading data at that moment. The technical support specialist reached out to the customer, who confirmed that the field service engineer had been on-site earlier and resolved the connection issues with the station. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported when using the pyxis medstation es system, it was completely down and displayed message "download stopped". The customer reported that the user obtained the required medication from the pharmacy, which caused a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.